Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a lap total abdominal colectomy procedure, hand piece jaws got stuck and were unable to open. Had pry jaws open. There was no patient injury.